Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted on (B)(6) 2018. The patient returned for a bypass surgery on (B)(6) 2020 and during the tee prior to surgery, a large thrombus was noted on the watchman device. The patient had not been compliant with taking their prescribed daily aspirin for quite some time per the physician. The watchman device was surgically removed and the appendage was entirely excised. The removal and excision was successful and the patient is recovering from the bypass procedure, with no other issues to note at this time.